Event description:
The reporter stated, the surgeon attempted to insert a 21.5 diopter cq2015a collamer aspheric three piece lens, but the lens misloaded. There was no pt contact.

Manufacturer narrative:
(B)(4). Other (lens misloaded). Evaluation: method: (other): lens work order search. Results: (other): visual inspection of the returned product found the lens stuck in the injector system. The nosecone of the injector system was damaged. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).